Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported having 4 cartridges out of one box leak into the cartridge compartment. The pt's blood glucose would range from 200 to 250mg/dl when the cartridge would leak, however, the pt did not experience an adverse event.